Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter for inspection. The balloon was inflated with 0.2ml air and the balloon deflated in less than one second by removing the syringe from the hub, which meets specification for balloon deflation. The balloon inflated clear and concentric and did not leak. A device history record review was completed and documented that the device met all specifications upon distribution. Report of ¿inflation and deflation issue¿ was not confirmed, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
As reported, prior to use while testing the fogarty catheter, the balloon did not inflate completely and did not deflate. The syringe was replaced but the issue remained. The syringes used were not from edwards lifesciences. There was no patient involvement, as the catheter was never used.